Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure and absorbable straps were used. During the procedure, it was reported that the strap would not fix as tightly as expect. The procedure was completed with another device and no patient consequences. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The analysis results found that the strap12 device was returned with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. For fire testing the trigger was unblocked and functional test was conducted successfully, the device worked as intended. The device was disassembled and no straps were found inside cannula shaft. No abnormalities were noted on internal device components. The provided device was fully dispensed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.